Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to adjust the pt's stimulation using the programmer. The "call your doctor" icon was displayed. Also, a power on reset (por) condition was encountered following the implantation of the neurostimulator and lead. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.